Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer attempted to turn on an old pump to check if it can be used as a back up pump and an unspecified malfunction alarm occurred. The customer reported using current pump for insulin therapy. Customer¿s blood glucose level was 104 mg/dl.